Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Unique identifier (UDI) #: (B)(4). D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-jan-2026. Investigation summary: bd received 5 samples for investigation. After inspection of all samples, no issues were identified. Additionally, functional tests were performed, and all tubes were found to be within specification limits. Furthermore, 100 retained samples were inspected with no visible defects, and functional tests were conducted on 10 of these retained samples. All tubes drew within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.